Manufacturer narrative:
It was reported that the luer lock piece of a control syringe component broke off while being used during an "lvgram" procedure. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation. Visual inspection identified that the luer connector was disconnected from the control syringe. The likely root cause was determined to be a component manufacturing issue that resulted in improper connection of the luer lock to the control syringe. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a piece of a control syringe component broke off.